Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 408 mg/dl at the time of call and 350 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and vomiting. Customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to continue insulin pump troubleshooting. The device will not be returned for analysis.